Event description:
After application of umbilical cord clamp, the latch popped open while the infant was still in observation in labor and delivery. Minimal blood loss occurred. A new cord clamp was applied, and no additional treatment was necessary.